Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "after blood collection, there was stopper creepout. This occurred when the blood was being mixed."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for stopper creep out with the incident lot was not observed. The photo shows a tube and the batch number only. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 were subjected to functional draw testing and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creeepout. Bd was not able to identify a root cause for the indicated failure mode.